Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Asr revision reported via sales rep; right; reason(s) for revision : pain and resorption of calcar. Update rec¿d (B)(4) 2014 - medical records received. Patient revised to address osteolysis. Upon revision, yellow fluid, fibrinous tan debris within the posterior aspect of the femoral head, and corrosion on the trunnion were noted. The sleeve is now being reported. Stem remained in situ, and is being added to the complaint. This complaint was updated on: (B)(4) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the stem has not been revised. The dor for the stem was submitted in error.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Asr revision reported via sales rep, right, reason(s) for revision : pain and resorption of calcar. Update rec¿d 7/16/2014 - medical records received. Patient revised to address osteolysis. Upon revision, yellow fluid, fibrinous tan debris within the posterior aspect of the femoral head, and corrosion on the trunnion were noted. The sleeve is now being reported. Stem remained in situ, and is being added to the complaint. This complaint was updated on: 07/28/2014. Update rec¿d 07/25/2014- litigation papers received. Litigation alleges elevated metal ions. There is no new additional information that would affect the investigation. This complaint was updated on: 08/05/2014. Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.